Manufacturer narrative:
The returned valve was patent and it met all of the requirements for the pressure-flow and preimplantation tests. However, it did not meet requirements for the leakage, siphon, and reflux tests. A tear was observed on the siphon control device¿s casing. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. Additionally, all valves are 100% tested at the time of manufacture. The instructions for use that accompanies the device cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. (B)(4).

Manufacturer narrative:
The returned valve was patent and it met all of the requirements for the pressure-flow and preimplantation tests. However, it did not meet requirements for the leakage, siphon, and reflux tests. A tear was observed on the siphon control device¿s casing. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. Additionally, all valves are 100% tested at the time of manufacture. The instructions for use that accompanies the device cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Additional patient/device information: medtronic neurosurgery received information regarding the patient's initials, age, weight and the facility name. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was explanted because the flow of csf had altered. It was also reported that the patient is well.